Event description:
It was reported that a pt developed itching of the hands and arms the night of a procedure performed using durashield fluoride varnish. The following day, swelling developed on the lips and cheeks, for which the pt took benadryl after consulting the treating clinician. Two days following the procedure, the pt reported that the symptoms had worsened, with persistent swelling and itching of the hands, arms, and face.

Manufacturer narrative:
Durashield varnish is painted on the clinical crowns of teeth for the purpose of delivering fluoride and reducing sensitivity. The description of the incident indicates that whatever caused the observed reaction was most likely ingested systemically during the day. This is based on statements that there was no swelling of the tongue (which would be in contact with the product), nor was there any report of localized redness or swelling where the varnish would have contacted tissue (gingiva, buccal surfaces of the cheek, interior labial surfaces of the lips). While it is not definitively known if the durashiels used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequant exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was returned for eval, though results are not available as of this report. Eval results will be submitted so they become available.